Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat multiple arrhythmias (atrial fibrillation, atrial flutter, atrial tachycardia). It was reported that air was drawn in during the initial insertion of catheter. Blood leakage at the hemostatic valve was also observed. The catheter was removed, reinserted, and aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat multiple arrhythmias (atrial fibrillation, atrial flutter, atrial tachycardia). It was reported that air was drawn in during the initial insertion of catheter. Blood leakage at the hemostatic valve was also observed. The catheter was removed, reinserted, and aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the internal valve torn by the center slit on both faces, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.